Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to clean out all of the waste chutes and empty the waste box. The customer stated that they had only cleaned two of the three. The customer called back stating that they were no longer getting any errors and the daily check and quality controls were acceptable. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05-nov-2017 through 05-dec 2018. There were two (2) similar complaints, including this event, identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4193] y-axis cup transfer z-axis home overrun. Cause : the home sensor activated improperly after movement of the y-axis cup. Transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution : contact tosoh service center or local representatives. [6102] substrate background measurement aborted cause : substrate background measurement was suspended due to an event that prevented its continuation. Solution : check the abortion factor. The most probable cause of the 4193 y-axis cup transfer z-axis home overrun error message was a clogged waste chute.

Event description:
A customer reported error message 4193 y-axis cup transfer z-axis home overrun while running a calibration with the aia-2000 instrument. The customer tried an "all set home" but the error persisted. Technical support (ts) then instructed the customer to check the waste but the customer had already emptied waste and checked for dropped cups after they got the error the first time. Ts then instructed the customer to shut the instrument off to reboot. When the instrument rebooted, they were getting error message 6102 substrate background measurement aborted. The customer stated that they were using new substrate from that day and the instrument had passed the background test earlier. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) and follicle-stimulating hormone (fse) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.